Event description:
It was reported that a patient who had a tm 400 implanted, was undergoing revision surgery due to suspected pseudarthrosis; however, the revision was not completed as the surgeon could not mobilize the vessels in order to remove the implant. No further information was received (i.e., date of occurrence, part lot number, etc.).

Manufacturer narrative:
Investigation is in progress.